Manufacturer narrative:
Manufacturing facility: this device was manufactured at one of the two following manufacturing sites: baxter healthcare: (B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp standard bore catheter extension sets were leaking from the connector. It was further stated that the connector would not securely tighten to the hub of the IV catheter. This was identified during infusion of fluids and with normal saline and well after the tubing had been primed for the first time. As a result, the IV (intravenous) sites were changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.